Event description:
It was reported that 4 batteries do not hold a charge. No adverse event reported. Battery sn (B)(4): MFR report# 3003793491-2013-00253. Battery sn (B)(4): MFR report# 3003793491-2013-00254. Battery sn (B)(4): MFR report# 3003793491-2013-00255. Battery sn (B)(4): MFR report# 3003793491-2013-00256.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.